Event description:
While troubleshooting an alarm with the technical service center (tsc) a home pt (hp) mentioned that they regularly reuse their homechoice sets. Hp uses each homechoice set for an average of 3 days. No pt injury or medical intervention was indicated at the time of the initial report.